Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing due to fusion were noted on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.